Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Noise was noted on the atrial lead and automatic mode switching was noted. The patient is stable and will continue to be monitored.